Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to the corroded keypad traces. The pump was also received with a missing end cap sticker. There was no moisture damage on the electronics. They were unable to verify the battery out limit alarm due to the button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working on the insulin pump. Customer stated that she has been having issues with the battery. Customer stated that last night she received a button error alarm. Customer removed the battery and this morning she tried to put the battery back. Customer is now receiving a battery out limit alarm and is unable to clear it because the buttons are not responding. Customer's blood glucose was 253 mg/dl. Customer treated with a manual injection. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that she wears the pump in her bra and she was sweating. Customer stated that the numbers are not ramping on their own. Customer was advised that the up or down button may be stuck. Customer stated that the esc and act buttons were unresponsive. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.